Event description:
It was reported that the arterial line became detached on one side near the transducer. There was no harm or injury to the patient. No further information is available.

Manufacturer narrative:
The product was not returned for evaluation. A review of the manufacturing records indicated that the product met specification at the time of release. The complaint could not be confirmed without a product return, nor could potential contributing factors be identified. No further actions will be taken at this time.